Event description:
It was reported that the patient experienced persistent hyperglycemia beginning overnight, with a reported blood glucose of 386 mg/dl, without known dietary changes and after a recent infusion site change to the opposite side of the abdomen; no device alerts or alarms were reported, and the patient elected to wait and assess the effect of the prior supply change. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or emergency treatment. Investigation included complaint intake review and troubleshooting education with the patient. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.